Event description:
Philips received a complaint by the customer on the v60 indicating that nav- ring is not responsive . It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and reported the issue occurred during preventative maintenance (pm) servicing. During pm service it was discovered that navigation-ring was broken and not working properly. The staff at the hospital was informed that the navigation-ring is not working properly and suggested to use the display to regulate values, however the accept-button was working properly. The asp confirmed that the symptom. To resolve the issue the front bezel was replaced by asp. System works as specified post this action. The investigation concludes that no further action is required at this time.